Event description:
The iab leaked. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. Event complications: unknown - reported 2/4/98. Pt's current status: unk - rpt'd 2/4/98.